Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "port 0 error" as well as communication loss for all monitored devices. The customer attempted to swap their hdd's but the cns was unable to boot up into the application. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "port 0 error" as well as communication loss for all monitored devices.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "port 0 error" as well as comm loss for all monitored devices. The customer attempted to swap the hdds, but the cns was unable to boot up into the application. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: a review of the device history found that the hard drives had not been replaced in the 5 years following the device installation in 2015. The root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service components and are expected to be replaced periodically or as indicated (preventative maintenance). This complaint does not suggest a nihon kohden device deficiency or malfunction.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "port 0 error" as well as communication loss for all monitored devices.